Event description:
Procedure type: unknown. The surgeon used 12mm blunt tip trocar as the camera port in a lap surgery. He inserted the gauze through the trocar cannula into patient's body. But when he tried to remove the gauze through the blunt tip trocar, he forgot to press the camera valve button to flip down the valve. The gauze was tripped by the camera valve of the trocar and undue force was used to remove the gauze. Structural damage was resulted and some components of the trocar were found dissociated. The doctor showed concern about the possibility that any missing component would remain in the patient's body. The doctor was not able to tell if any pieces were missing from the device. No patient injury was reported.